Event description:
This is a report of a colleague infusion pump with a defective display. It is unknown when the reported condition occurred, however, the condition occurred in the ICU unit. There was no patient involvement, injury or medical intervention. The software version for this device is currently not known. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer returned a colleague infusion pump to baxter with a defective display. During evaluation the reported problem was not confirmed. This malfunction was not reproduced. The root cause was not identified. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. Additional information: this device is an unremediated colleague pump with a user interface module software version of 5.03.00. A device history review was performed finding one exception during manufacturing, however, the device was re-tested and found to be performing as designed. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump.

Manufacturer narrative:
The device has been received for evaluation. A follow up medwatch will be submitted upon completion of baxter's investigation. (B)(4).